Event description:
It was reported following remediation, the customer has syringe modules that are not recognizing syringes. There was no information on patient involvement. Although additional information and sample return was requested, customer stated that this was "a general complaint as all devices were repaired and sent back to service."

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.